Event description:
Event description guidant received information that this pacemaker was programmed to vvi mode due to high atrial threshold measurements. The patient has been lightheaded in the past, and since reprogramming has experienced syncope twice in the past two weeks. The lower rate limit of the device is set to 50ppm, while the observed intrinsic rhythm is 60bpm.